Event description:
It was reported that during a routine pulse generator implant procedure a diagnostics anomaly was noted. After clearing the anomaly, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.